Manufacturer narrative:
Unknown; requested but not provided. Date of event: unknown; requested but not provided. The best estimate date is between feb 15, 2023 and aug 30, 2023. Other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded multifocal toric intraocular lens (iol) was explanted from the patient's operative eye due to dysphotopsia. The issue was identified during a post-operative exam. Symptoms persisted for 4-5 months. The patient was still able to perform daily activities. No sutures, incision enlargement, or vitrectomy was required. There was no delay in procedure. No medical attention was required and no medication was prescribed (outside of the standard of care). There was no patient injury. The patient is fully recovered. The device was discarded. No further information was provided.

Manufacturer narrative:
Additional information: through follow-up, it was learned that the left eye was affected, the date the first symptoms was noticed was (B)(6) 2023, and the replacement lens was a diu150 model 15.5 diopter. The patient is a white female and date of birth is (B)(6) 1959. The following fields have been updated accordingly: section a2: date of birth: (B)(6) 1959. Section a3: gender: female. Section a5: race: white. Section b3: date of event: mar 30, 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.